Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for replace battery now alarm. The customer¿s blood glucose was unknown. Customer reported that pump is going thru batt within half hour batt dies. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that there were not unattended alarms. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.